Manufacturer narrative:
Product complaint # (B)(4). Batch # r58n88. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60t cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: you mentioned that the surgeon was not happy with the staple line of the first reported stapler. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? The surgeon has said that 3 rows of staplers were deployed either side of the cut line and they appeared to be properly 'b' formed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. You mentioned that the surgeon was not happy with the staple line of the first reported stapler. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line?

Event description:
It was reported that the surgeon is a thoracic surgeon and an experienced echelon user. He selected the black cartridge and as he fired the gun felt that the noise made by the motor didn¿t sound as it usually does. The blade did not return to the housing unit and he had to use the reverse button. He was not happy with the staple line and requested that be reported as a faulty product. Another pcee60a device was opened and a black reload was selected. He fired the device (note: the surgeon and staff all confirmed that he waited the recommended 15 seconds) the blade moved forward and then became jammed. He reported that the reverse button did not work on this occasion and the device was completely stuck. He then used the manual override and was able to remove the device from the patient. They continued using an endo gia covidien product as the surgeon feels there is an issue with this lot/batch of pcee60a.